Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was revised as it was determined there was too much slack in the lead. No additional adverse patient effects were reported. This lead remains in service.